Manufacturer narrative:
Concomitant medical products: product ID: 9735225r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. The computer was returned to the manufacturer for analysis and no failure was found. The computer booted normally to the application screen and the installed programs all started and ran normally. It was noted that no video issues were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that there were issues powering on the navigation system, as a ¿no signal detected¿ message was displayed on both monitors. The manufacturer representative stated that the computer was not booting up and the fans were not coming on. However, the cd/dvd drive was able to open, indicating that the computer was getting power. It was noted that the probable cause of the issue was due to the computer. No patient was present when the issue was identified.